Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st day of month that complaint was reported. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the current status of the patient? Please explain what is meant by, ¿stapler fell apart?¿ what surgical procedure was performed? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. How may counter-clockwise revolutions of the adjusting knob were used to open the device? Was the orange tying area completely visible prior to attempting to connect the anvil to the device? What confirmation was received that the anvil was properly attached? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Is the ostomy temporary or permanent?

Event description:
It was reported that the doctor was performing a trauma procedure for a gun shot wound. The doctor opened an ecs29a to perform an anastomosis on the transverse colon and the stapler fell apart. The doctor had to perform an otomy on the patient. Unknown status of the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested, and the following was obtained: I do not have any additional information to what was already submitted.